Event description:
The customer reported that the system had lost data. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and removed excess data from the hard drive. The system operates as intended.